Manufacturer narrative:
Philips service replaced the geoipc and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that mechanical motion fault occurred due to defective geoipc power supply on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.